Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts throughout the distal to middle of the stent that were stretched and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2016 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3mm in diameter, eccentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the left circumflex (lcx) artery. A 3.00x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The device was removed and the patient was on medical management. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.